Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation was performed, the implant has signs of use with debris on the platform. It was returned with a 3rd party abutment attached. The implant was trephined and has damage from removal. The implant has bone on its external threads. There was no damage that would have contributed to the event. The implant measurements match where measured. DHR review was completed for subject lot number 63260230. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63260230 for similar events, and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : peri-implantitis and dental : medical : other¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. For peri-implantitis. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that implant at tooth site 16 was removed due to peri-implantitis and bone necrosis. The measures taken have been to allow the body to regenerate on its own, since no implant can be placed in that position due to the necrosis. Furthermore, the patient no longer wishes to attempt implant placement because of the associated costs of trying to regenerate the bone. The patient is currently under observation by a maxillofacial specialist.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification PMA/510(k) #:k011028/k013227.

Event description:
It was reported that implant at tooth site 16 was removed due to peri-implantitis and bone necrosis.